Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4) implanted: (B)(6) 2017, product type: catheter. Product ID: 8784, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8785, lot# n718876, implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving dilaudid (25.0 mg/ml, 5.997 mg/day), ropivacaine (10.0 mg/ml, 2.399 mg/day) and baclofen (650.0 mcg/ml, 155.92 mcg/day) via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient was admitted to the intensive care unit and was intubated. It was unknown if it was an overdose or not. The patient was taking narcotics through the mouth as well. It was unknown whether any environmental/external/patient factors may have led or contributed to the issue. It was unknown if diagnostics/troubleshooting were performed. The pump was turned to minimum rate as an intervention to resolve the issue. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. Surgical intervention did not occur and was not planned. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that no overdose was detected. The patient had brain edema due to brain tumor relapses. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient's breathing tube was removed and she was ok. The pump was currently set at minimum rate. No further complications were reported.